Event description:
A nurse reported that during surgery, aspiration and irrigation was not acting normal due to kinked tubing. The case was completed using the same tubing. There was no pt harm. The nurse also indicated kinked tubing was found in two additional packs.

Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. The customer¿s complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. There have been no additional complaints reported against the finish goods lot and the device history review (DHR) shows the product was released per specifications. The root cause could not be determined. (B)(4).